Event description:
The dealer reported that the concentrator was turning on and off by itself. It is unknown if the unit alarmed prior to turning off to alert the user to switch to an alternate source of oxygen.